Event description:
Investigation conclusions and clinical input have determined that the potential harm associated with this type of off label use is low, therefore this file is report submitted as a cancellation report. The overall risk of this event (off label use in tranverse sinus) has been categorized as low risk.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation conclusions and clinical input have determined that the potential harm associated with this type of off label use is low, therefore this file is report submitted as a cancellation report. The overall risk of this event has been categorized as low risk. Device evaluation: the zilver self-expanding vascular stent of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. Prior to distribution zilver self-expanding vascular stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl the instructions for use (ifu0041-7) states the following: "this product is intended for use in the iliac arteries" there is evidence to suggest the user did not follow the IFU. From the information provided it is known that the user deployed the stent in the transverse sinus. Root cause review: a definitive root cause of off-label use was identified from the available information. From the information provided it is known that the user deployed the stent in the transverse sinus. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported from a literature article: buell et al 2019: "concurrent venous stenting of the transverse and occipito-marginal sinuses: an analogy with parallel hemodynamic circuits". First, we deployed a zilver® 8 mm × 60 mm self expanding stent (cook medical, bloomington, in, USA) into the right transverse sinus, which reduced the trans stenosis pressure gradient to 4 mmhg. Concurrent stenting of the right ts and left occipito marginal sinus completely abolished both trans stenosis pressure gradients.